Event description:
It was reported that a leakage occurred during use with a syringe plastipak 5ml s/su. The following information was provided by the initial reporter, "syringe tip damaged. When the liquid is aspirated, a lot of air enters because the needle is not sealed. When the application is made, leakage occurs where the damage is. It was noticed the leakage occurs near the needle, loosing the medicine."

Manufacturer narrative:
H.6. Investigation summary: DHR was performed, quality notifications and maintenance records were checked for potentially failure related records. The provided samples were evaluated, and it was possible to observe a deformation in the tip of the syringe which led to the difficulty of connection and consequent leakage. The 5ml cylinder is produced through the plastic injection process, where heated plastic material is injected into a mold to form the product. The investigation led us to the conclusion that the deformation presented in the region of the syringe tip was caused by the lack of cooling in the mold during the component extraction step. History of maintenance performed during the period tells us that the mold has been removed from the machine to eliminate water leaks and that there is a possibility of clogging or mixing of the hoses responsible for water distribution within the cooling mold. A condition simulation test was performed where it was possible to confirm the defect reported by the customer by eliminating cooling from the cooling cavity. As an action to mitigate the failure mode recurrence poka yoke has been implemented to reduce the risk of hose mixing according to maintenance note 20456772. H3 other text : see section h.10

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a leakage occurred during use with a syringe plastipak 5 ml s/su. The following information was provided by the initial reporter, "syringe tip damaged. When the liquid is aspirated, a lot of air enters because the needle is not sealed. When the application is made, leakage occurs where the damage is. It was noticed the leakage occurs near the needle, loosing the medicine."